Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 550 was confirmed during review of the event history log as failure code 550:320:654:0000. The assignable cause was a pinched speaker harness. The speaker harness was replaced to correct the reported condition. Additional information: the user software version is 6.13.90. A service history review revealed that this device was previously serviced for the reported condition. During previous service, the user interface module printed circuit board was replaced.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump with error 550. It is unknown when this condition occurred in central sterile area. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.